Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior and interior visual inspection was performed and passed. Manual testing was performed and passed. The receiver log was reviewed and no firmware errors were observed. Speaker resistance was measured. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.